Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator (ins) was unable to charge the device past 70%, with this charging limitation persisting since the initial implant procedure on april 25th. The patient reported charging the implant daily, with the device reaching only 70% despite an excellent connection. The patient was redirected to their healthcare provider for further evaluation and stated they had an upcoming appointment scheduled. No patient complications have been reported as a result of this event.